Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the right atrial (ra) lead. The right atrial (ra) lead was repositioned away from the lateral wall. It was also reported that the patient experienced diaphragmatic stimulation due to the right ventricular (rv) lead. The right ventricular (rv) lead was repositioned to a more septal position. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.